Event description:
The customer found an error message during a pm. Also, on a separate day in '08, when booting up the system it freezes, stops and doesn't do anything. The system locks up.

Manufacturer narrative:
The ge service rep replaced the cpu board and eprom, and reloaded the table config files. The system functions as intended.